Event description:
It was reported the device was found to be off. The device was turned back on. The patient outcome was unknown at the time of report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v501927, implanted: (B)(6) 2010, product type lead. Product ID: 3037, serial# (B)(4), product type programmer, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the patient's old implantable neurostimulator (ins) was turning off by itself. The healthcare professional (hcp) felt that this was likely due to the battery being close to end of life. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4) information references the main component of the system and other applicable components are: product ID (B)(4) lot# v501927 serial# implanted: (B)(6) 2010 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient medtronic, inc. (If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was achieving efficacy and there was no issues now. No further patient complications have been reported as a result of this event.

Event description:
Additional information reported the device was off for an unknown amount of time. The event was considered resolved without sequelae.